Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. No endoscopy was done prior to the placement of capsule and there was nothing unusual about the patient or the procedure. A lubricant was used to facilitate capsule replacement. The delivery system and capsule will not be returned. There was no intervention required; no harm or repeat procedure was performed due to the event. The capsule position was confirmed by the physician via endoscope.

Manufacturer narrative:
The sample was not returned for evaluation. Without the device, we were unable to determine the root cause of the reported issue. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. No endoscopy was done prior to the placement of capsule and there was nothing unusual about the patient or the procedure. A lubricant was used to facilitate capsule replacement. The delivery system and capsule will not be returned. There was no intervention required, no harm or repeat procedure was performed due to the event. The capsule position was confirmed by the physician via endoscope.